Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump alarmed. Troubleshooting was performed. The customer stated that the device was exposed to water while customer was sailing in a boat along the coast. No further information was provided.